Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a 3.5x33mm xience pro x stent delivery system (sds) advanced to the moderately tortuous, right coronary artery (rca), moderately calcified lesion. The physician decided the lesion needed additional pre-dilatation. During sds withdrawal, resistance was met with the lesion. Following, the medial stent struts were noted flared. The device was removed without any intervention performed. Balloon angioplasty and another sds was used in replacement. Reportedly, the patient is in good condition. There were no adverse patient effects. A delay was reported, however, there were no clinical symptoms due to the delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.